Manufacturer narrative:
Block e1: the reported health care facility is (B)(6). Block h6: imdrf impact code f1001 captures the reportable event of procedure cancelled. Imdrf device code a15 captures the reportable event of unable to release from the catheter.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy with polypectomy procedure with diothermic loop and hemostasis performed on (B)(6) 2024. During the procedure, when the clip was released, it did not come loose from the loop and then came loose from the bed. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block e1: the reported health care facility is (B)(6). Physician's phone number: (B)(6). Block h6: imdrf impact code f1001 captures the reportable event of procedure cancelled. Imdrf device code a15 captures the reportable event of unable to release from the catheter. Block h11: investigation results: the returned resolution clip device was analyzed, and during visual inspection, it was found that the device was return without the clip assembly and with evidence of full deployment. No other problems with the device were noted. The reported event of clip unable to release from the catheter was not confirmed. Investigation found that the clip was returned without any problems and after functional test the clip was able to do full deployment without any problems. It is important to mention that the presence of the clip assembly is crucial to the investigation, as the reported event is directly related to this piece. To clarify the reason for the problem faced by the physician, this component must be inspected. The returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy with polypectomy procedure with diothermic loop and hemostasis performed on (B)(6) 2024. During the procedure, when the clip was released, it did not come loose from the loop and then came loose from the bed. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.